Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ate at 5 pm the wednesday before the implant and were told not to eat or drink anything after 11 pm. The patient¿s implant surgery was on thursday at 1:30 pm and they got out of the hospital at 3 pm but was back at the emergency room by 5 pm. The patient stated they didn¿t remember coming home to their house, they remembered their grandchild asking them if they were going to be ok. Then their grandchild went to their car, came back, and found the patient. The patient reported when they got home they passed out and fell down the step. The patient reported they thought it was from the operation, and they sent the patient home too early. The patient stated they didn¿t feel good and they felt weak. They had a ¿little bit of low sugar,¿ when they were taken to the hospital their sugar was 135 and they gave the patient a little bit of coffee and a cookie. It was reported that the patient had three broken bones in their face. No further complications were reported.